Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported they experienced a low blood glucose of 50 mg/dl on (B)(6) 2019. The customer did not mention how they treated. The customer did not mention any symptoms. The customer alleged the insulin pump had been over delivering since (B)(6). The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer also reported another low event in december. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08655 inches.

Manufacturer narrative:
Additional information related to treatment has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer mentioned that they treated low blood glucose level by eating food and glucose tablets.